Event description:
Warranty return of this part showed it to be a broken actuator. No complaint was received from facility indicating an adverse event had occurred.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the uno 102 patient lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.